Event description:
It was reported that the patient was complaining of sharp chest pain and feeling electric shock-like sensations. Deep breathing aggravated the pain. Device interrogation showed: the right ventricular (rv) threshold was unmeasurably high. It was also reported that the rv electrode penetrates through the rv free wall at the apex and crosses the pericardial sac. The lead was repositioned and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.